Event description:
It was reported occlusion alarms occurred the customer¿s blood glucose level reached 700 mg/dl. The customer addressed the high blood glucose by administering a correction bolus through the pump. A systems check was performed with tandem technical support and the occlusion was determined to be caused by a blockage in the cartridge. The customer changed the necessary supplies and resumed insulin therapy.